Event description:
It was reported that the shaver hand piece stopped functioning. Over 30 minute delay in surgery, but no adverse consequences reported. This device is used for treatment.

Manufacturer narrative:
The device has been returned and investigation is in progress. A follow up report will be submitted upon completion of the investigation.